Event description:
It was reported that a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch experienced a crack which led to leaking during patient use. The report stated that on (B)(6)2024, tubing was hung, and on (B)(6)2024 there was a crack in the tubing and leaking in the bed. Total parental nutrition (tpn) was administered as a primary. Sample photos were provided. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used list #142550489 primary plumset attached to a microclave as well as a syringe. As received tears were observed on the inline filter. No additional damage or anomalies were observed. The set was leak tested per specification and a leak was observed from the inlet filter of the inline filter at 6psig. The sample was infused with green dye. The leak appeared to come from a singular off-center location. The complaint of a crack in the tubing could not be confirmed. However, the complaint of leakage can be confirmed due to a leak found on the inline filter. The probable cause of the leak is unknown. During the investigation, a tear in the inline filter was observed. The probable cause of the tear in the filter is due to over-pressurization during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.